Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the first inflation at 10 atmospheres for 2 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.